Event description:
On april 11, 2007, the lay user/pt contacted lifescan (lfs) alleging, the one touch ultra meter was displaying the battery indicator symbol and would power off during testing. On april 17, 2007, the medical affairs specialist (mas) spoke with the pt to obtain and verify information. For an unspecified time period, the pt noted the reported meter was displaying the battery indicator symbol, and would also power off during use; she was unable to obtain a blood glucose reading. Approximately, in 2007, the pt experienced the symptoms of impaired vision and she 'felt high'. The pt attempted to test her blood glucose level, but, the reported meter displayed only the battery symbol. According to the owner's booklet for this meter, the meter will display the battery indicator symbol, when there is no longer enough power to perform a test; the battery must be replaced. The pt took her normal dose of insulin, and scheduled a physician office visit for that day. During the office visit, the pt's blood glucose level was tested to be 440 mg/dl, and she was treated with insulin. The pt was taking regular insulin, but now takes humulin 70/30 insulin twice per day on a sliding scale. The pt usually takes 35 units of insulin in the morning and 20 units in the evening, but does adjust the doses based on meter readings. The pt was unable to provide her expected blood glucose readings. The pt has been seriously ill during the past six months, and has been hospitalized several times due to arrhythmia, cellulitis, blisters and wounds on her legs. The pt tests her blood glucose level four times per day. She has no backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter suffered no trauma. The cca also determined the pt had not replaced the meter's battery according to MFR's recommendations. The expected battery life is 1000 tests or approximately one year. The meter, test strips and control solution were replaced. The pt had not replaced the meter's battery; the meter was functioning appropriately and displayed the battery symbol indicating low battery power. The pt alleged she was unaware of the meaning of this symbol, and was unable to obtain a blood glucose reading. She further claimed to have developed symptoms suggesting hyperglycemia, and rec'd medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.